Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic experiencing shortness of breath and fatigue. Upon review of stored egm episodes, the device exhibited pacemaker mediated tachycardia due to noise on the atrial lead. Programming changes were made. The patient was stable after the event and will continue to be monitored.

Manufacturer narrative:
(B)(4).